Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. In order to fix the issue, the fse replaced cart locking bracket (0406-00-0860), cart console release latch (0367-00-0091), spring extension (0214-00-0216) and screw shoulder screw (0212-00-0096). The fse then tested the unit for proper locking / unlocking, the unit was then cleared for clinical use.

Event description:
N/a.

Event description:
It was reported that the cs300 intra- aortic balloon pump (iabp) unit's trolley console latch was broken. There was no patient involvement.

Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). A supplemental report will be submitted when the evaluation is completed.